Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: issues: per clinical department - defective - unknown object on the luer lock tip.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-may-2023. H.6. Investigation summary: one 20ml syringe sample and photos received by our quality team for investigation. Through visual evaluation, a loose brown particle is observed on the luer of the syringe, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Unable to perform fourier transform infrared spectroscopy to further analyze, as the foreign matter was lost in transit. Please understand this is a rare occurrence and we apologize. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Brown film was identified on the manufacturing line, therefore removal of this fabric will be executed. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd 20ml luer lok syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: issues: per clinical department - defective - unknown object on the luer lock tip.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.